Manufacturer narrative:
A complete lead was received in two pieces. Visual inspection revealed internal and external abrasions that breached the lumen in multiple locations. The external abrasion was due to friction with another device, device to can, or a feature of the patient's anatomy. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Other damages were consistent with those occurring at the time of explant.

Event description:
The right ventricular (rv) defibrillation lead was prophylactically replaced due to the advisory. There was no allegation of a device malfunction of the lead.